Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint of the instrument not being recognized. The instrument was checked for recognition on an in-house system. The system successfully recognized the instrument on multiple attempts and on different arms. The pogo pins were not stuck or contaminated. The instrument passed electrical continuity testing. Failure analysis investigation found the following damages to the instrument: both pitch cables were loose at the instrument wrist. The clevis did not exhibit any damage or wear. Both cable crimps remained in the clevis. Upon removal of the instrument housing, the pitch cables were found to be loose at the clamping pulley. The clamping pulley screw was not loose. One of the loose pitch cables had become frayed. The frayed segment stuck out at the instrument wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci oophorectomy procedure, the maryland bipolar forceps instrument was not recognized on multiple attempts and on a different arm. Another instrument was used. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.